Manufacturer narrative:
The hill-rom technician found the patient was not in the correct position as described in the user manual. Per the hill-rom user manual (157722 oct-2009), "if the system does not arm, the system will beep rapidly for a few seconds and the selected mode indicator will flash. This means one or more of these: the patient weighs less than (B)(6). The patient weighs more than (B)(6). The patient is not in the correct position. The system has malfunctioned." A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician inspected the patient positioning module and the bed exit system and found no issues. The technician inserviced the account's staff on proper patient placement to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient positioning module and the bed exit system would not set. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).